Event description:
It was reported that the device showed that it was still initializing. It was noted that the device did not complete implant detect after implant as the atrial port was plugged. The implant detect was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.